Event description:
It was reported an issue with monosyn suture. The client reported that after opening the package, there was no suture in it. No more information has been provided.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k011375 analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample from the customer but a picture showing an empty race-pack where the suture is missing. According to the customer information received, only 4 units in a box of 36 units were found with this issue. Upon internal investigation, this issue took place by human error during manufacturing process. The vision system of the winding machine sorts out the non-conforming units. Probably, the operator by mistake recovered these units rejected and did not check that there was no product inside the packages. Taking into account that there are no previous complaints of this code-batch, we consider that these are isolated units, but the whole batch is correct. Nevertheless, we take note of the incidence and the personnel involved has been informed to avoid that this issue happens again. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the picture received shows a product that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the picture received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.